Event description:
The facility stated that the surgeon implanted a aq2003v 3 piece silicone lens. The lens tore upon insertion into the eye. The incision was enlarged to remove the lens from the eye. A suture was required to close the wound. It was unknown what caused the lens to tear. The injector that was used was a msi-tn and the cartridge that was used was a aq cartridge fp. The facility was unable to provide the injector and cartridge lot numbers.